Event description:
Caller reported that a pump malfunction occurred after it was turned back on following a period when it got wet. There was no adverse impact to the customer¿s blood glucose level reported, as it did not exceed 500 mg/dl. The customer expressed interest in an out-of-warranty loaner pump, and technical support arranged for the pump to be replaced.